Event description:
Pt developed a clinical sepsis/nec exam with a distended blue abdomen. No other clinical findings, pt active, alert, requiring increased ventilator settings. The pt had a peritoneal tap, by the pediatric surgeon. The fluid was consistent with tpn that was in the pt's abdomen. Recommended to assess and remove the line, which was done. Dye was injected through the catheter and on radiograph, the dye was dispersed in the abdomen. This was felt to be consistent with a tear in the line."

Event description:
Infant develooped a clinical sepsis/nec exam with a distended blue abdomen. No other clinician findings. Infant active, alert, required increased ventilator settings. The infant had a peritoneal tap, by the pediatric surgeon. The fluid was consistent with the tpn that was in the baby's abdomen. Recommended to assess and remove the line, which was done. Dye was injected through the catheter and on radiograph, the dye was dispersed inthe abdomen. This was felt to be consistent with a tear in the line.